Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the right ventricular (rv) lead dislodged and was found in the right atrium. The rv lead was repositioned into the right ventricle and remains in use. No patient complications have been reported as a result of this event.